Manufacturer narrative:
This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter retrieval using a snare retrieval kit. During the retrieval, the snare allegedly fractured. The procedure was completed using another device. There was no reported patient injury.